Event description:
It was reported by the aci distributor that a pt underwent a coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right side of the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed visible pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, used the mynx vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure in the vessel while it was being pulled back. The device was removed and the physician converted the pt to 15 mins of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle to be engaged to the handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, and pressure was held with proper functioning of the inflation indicator. The balloon was verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). The review of the lhr (lot f1121402) indicated that the device lot met all established performance criteria prior to shipment.